Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt at an office visit. The pt had generator replacement surgery previously in (B) (6) 2009; diagnostics at the time were normal. X-rays were reviewed by the MFR and no anomalies were identified. The lead pins appeared fully inserted, suggesting a lead fracture or intermittent contact with the generator header scenario. Vns revision surgery was planned. During the revision surgery, normal vns diagnostics were obtained multiple times after the lead pins were reinserted into the generator. No devices were explanted. It is unknown if the pt has had any recent trauma.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no anomalies identified. The lead pins did appear to be fully inserted. It is unknown if the lead pins were fully inserted at the time of the recent surgery in (B) (6)2009, or loosened over time or due to trauma.